Event description:
The customer contact reported the device touchscreen does not respond when passed. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient effects and no reported delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.